Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that there were three episodes that appeared to be noise on the right ventricular (rv) lead; there were 17 short v-v's in the past month. The physician suspected a fracture and a micro-perforation. The lead was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the distal portion of the lead was returned, analyzed, and no anomalies were found. Visual summary analysis of the lead indicated apparent explant damage. The returned lead distal segment was thoroughly analyzed electrically and visually (including destructive analysis) in an attempt to find an explanation for the suspected fracture described in the event. There were no anomalies observed on the returned distal segment. An in-vivo insulation breach or conductor fracture was not observed during analysis. All electrical and visual analysis was within specified parameters. The lead was returned with severe explant damage. The full lead was not returned.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.